Event description:
It was reported that after deployment of the graftmaster covered stent to treat a perforation of the right coronary artery, the 4.5 x 20 mm nc trek balloon dilatation catheter was to be used for post-dilatation and was being backloaded onto the 300 cm guide wire outside the anatomy when the proximal shaft separated. There was no noted excessive force or resistance during the attempt to advance. The device was removed without issue and the procedure continued. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.